Manufacturer narrative:
The field service engineer arrived on-site and evaluated the system. He observed the solenoid working properly and the bushing appeared to be seated properly; no adjustments or repairs were needed. The system was monitored for a period of time and the issue has not re-occurred.

Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed because of the issue. The service engineer evaluated the system and could not confirmed the customer¿s reported problem. The system was returned to service. Philips has started an investigation for this complaint.